Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels (52-420 mg/dl). Reportedly, customer has been working on their pump settings with their health care professional. Reportedly, elevated bg levels were stabilized with boluses, running, and drinking water. Low bg levels were stabilized with chocolate milk. Tandem technical support guided the customer through adjusting their settings.